Event description:
It was reported the passer in the extension kit broke. The plastic obturator broke with tunnelling/passer use.

Manufacturer narrative:
The obturator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.